Event description:
It was reported that during a urology procedure, the jaws did not open when on tissue; a clip was fired. Unknown how the device was removed; however, there was no consequence to the pt. Another device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.